Manufacturer narrative:
No specific sample information was provided. Qc was low in 2008 and other chemistry calibration issues were reported. Four days later, a field service engineer (fse) was on-site: fse found the reagent carousel not holding alignment, and replaced it. Two days later, fse visited again and ran pvt tests. Sample probe carryover testing failed and the sample probe and wash collar were replaced. The repairs seem to have resolved the issue. Treatment was not affected in this event, as the results were not reported outside of the laboratory. On recur; any cartridge chemistry result could be affected. Treatment initiated or withheld based on erroneously low results could contribute to serious injury. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low ck results produced by the unicel dxc 600i synchron access clinical system for two patients. The original result was 25iu/l which repeated at 124iu/l and when tested on a different instrument, it gave a result of 123iu/l. A sample obtained from another patient gave a ck result of 13iu/l upon testing and when repeated it gave a result of 41iu/l. The erroneous results were not reported outside the laboratory. There was no affect to patient or user with regards to this event.